Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got up the night before the call just about every hour to go to the bathroom. The patient noted that the symptoms return was sudden. The patient stated they just brought the stimulation down all the way and then back up and were feeling the stimulation, so they knew it was on and working. The patient also reported a burning sensation the night before the call. The patient reported that they had an echocardiogram and EKG done the day before the call as well. The patient was redirected to their healthcare provider to discuss their return of symptoms. No further complications were reported.